Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe non sterile 50 ml ll plunger movement was difficult. This was discovered during use. The following information was provided by the initial reporter: we have received complaint regarding the 50 ml bd syringe. Complaint received from our customer relates to the syringe being to stiff when being used with a syringe driver. No medication was delivered when used. I have ascertained via our customer, ¿the pump used was an alaris plus which is specially configured for high risk infusions meaning it will tolerate a higher pressure than normally used on the wards, the line is a standard line for syringe pumps which is used in all areas across the trust.¿ this issue has been found in 2 syringe units. The customer was unable to provide any samples of the units found to be defective due to both units being filled with drug prior to insertion into syringe driver so the could not confidently complete decontamination form, both units and drug contained within them have been disposed of at cost to our customer.

Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1811354, no deviations or non-conformances related to this issue were identified during the manufacturing process. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. Testing results were reviewed for lot 1811354 and all results were found to be within required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. .

Event description:
It was reported that syringe non sterile 50ml ll plunger movement was difficult. This was discovered during use. The following information was provided by the initial reporter: we have received complaint regarding the 50ml bd syringe. Complaint received from our customer relates to the syringe being to stiff when being used with a syringe driver. No medication was delivered when used. I have ascertained via our customer ¿ the pump used was an alaris plus which is specially configured for high risk infusions meaning it will tolerate a higher pressure than normally used on the wards, the line is a standard line for syringe pumps which is used in all areas across the trust.¿ this issue has been found in 2 syringe units. The customer was unable to provide any samples of the units found to be defective due to both units being filled with drug prior to insertion into syringe driver so the could not confidently complete decontamination form, both units and drug contained within them have been disposed of at cost to our customer.